Event description:
It was reported that "1st stem was opened to discover styrofoam shavings coating the implant. The 2nd and 3rd stem also opened to discover the same styrofoam shavings. Second and 3rd stem was opened and washed in sterile water in the or by scrub tech and implanted."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The device was implanted. If add'l info becomes available, it will be submitted in a supplemental report. This is the same event as MFR # 9610726-2009-028 and 9610726-2009-030.